Manufacturer narrative:
The canopy was returned for eval. Physical inspection found that the top ridge pull tab was missing on panel side a. The window zipper slider body was open. The panel side b mattress envelope was delaminated. The right leg pull tab was missing on panel side b. There was a two inch hole in the right leg of panel side d. MFR ref#: (B)(4).

Event description:
The customer reported that there was damage to one of the side panels of the canopy. The insert pin is missing. Eval of the returned product found that the zipper slider body was open on one of the windows.